Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient's underlying valvular disease pathology with or without svd and/or nsvd. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 23mm pericardial valve was disabled after an implant duration of twelve (12) years, four (4) months, twenty seven (27) days due to severe prosthetic stenosis. A second device, a 23mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. Both devices remained implanted. Per obtained medical records, the patient developed progressively worsening dyspnea on exertion over the previous year with intermittent chest tightness. The patient was deemed to be at extreme risk for surgical aortic valve replacement and was referred for transcatheter aortic valve replacement (tavr). The tavr procedure was successful and transesophageal echocardiogram demonstrated good valve leaflet function, no paravalvular aortic insufficiency, no impingement of the mitral valve, no pericardial effusion, and no aortic dissection. The patient was transported back to the surgical intensive care unit in stable condition under anesthesia care. The (B)(6)-year-old male patient had a history of coronary artery disease coronary artery bypass graft, cerebral vascular accident, hypertension and chronic kidney disease.